Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for ECG. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll (B)(4) service department for evaluation. The malfunction was observed in the activity log however could not be duplicated. The monitor board and ECG board were replaced as a precaution. The device was recertified and returned to the customer no trend is associated with reports of this type.